Event description:
After remembering the po2 electrode on an abl50/510 analyzer, the calibration yielded a po2 zero point of 47,9 mmhg. Another second remembraning of po2 electrode with another new membrane jacket from the same box (r0971) showed the same problem. Only remembraning electrode with membrane jacket from another lot solved the problem immediately.

Manufacturer narrative:
This malfunction report is filed in connection with the voluntary recall of po2 membrane units 942-042r0971, with FDA ref. 3002807968-06/13/13-001-r, radiometer ref. (B)(4). The regarded lot membrane units were manufacturing using the wrong inner liquid. Testing of more membranes from the same lot showed that some membranes were able to calibrate, and could therefore be used on the analyzer and give wrong measuring results. There is a remote probability that the user of the defective product could cause potential adverse health consequences. No patient has been impacted. It is considered unlikely that a physician would treat a patient based only on the results of po2. It is recommended to examine several parameters to obtain a complete picture of the oxygen status (the blood gas handbook, radiometer, 2011, http://www.radiometeramerica.com/~/media/files/radiometercomcloneset/rame/educational%20downloads/handbooks/blood%20gas%20handbook.pdf).